Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient complained the pump does not deliver insulin correctly. This evening the blood glucose level was at 425 mg/dl, using the bolus suggestion she has delivered 3.6 units of insulin. She has waited about one hour but the blood glucose level rose to 511 mg/dl. She delivered insulin with a pen and the blood glucose level decreased rapidly. No adverse event alleged. A request was made for the return of the device.